Manufacturer narrative:
Brand name is not verified. The actual place of manufacture could not be determined. No further info is available. (B)(4).

Event description:
Ciba vision corporation received a letter from an injury attorney stating their client had experienced a serious eye injury from the air optix product. The letter indicated that the client was still under treatment. No further info was received.